Manufacturer narrative:
Date of report : 13mar2019, date rec¿d by MFR : 10mar2019. Information was received that the customer reseated the display video graphic array cable and performed touch calibration to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. The customer troubleshot with philips technical support. The customer was sent a flex cable to address the issue. No parts were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
It was reported by the international customer that the ventilator had an intermittent display problem. There was no patient involvement. The event date was not specified; estimate used.